Manufacturer narrative:
Additional fields: e1(event site postal code: (B)(6)).

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the cardiosave intra-aortic balloon pump (iabp) unit, but was unable to reproduce the reported issue. The fse also stated that unit did not malfunction for one hour. However, the fse was able to verify autofill failure that occurred on 10/19 in the fault log. The fse performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the distributor that prior to use the cardiosave intra-aortic balloon pump (iabp) unit had a balloon fail to inflate. There was no patient involvement, and no adverse event reported.